Event description:
According to the patient's niece she confirmed the patient did need to go to the hospital and did experience any adverse health consequences because of the event. She reported the battery would not stay charged and the patient was experiencing breathing issues. There were audio and visual alarms at the time of the event. The niece states that the patient is currently doing better. The patient does have a history of congestive heart failure (chf) and she is on oxygen 24/7 at level 5. She was admitted to the hospital for 2 days of treatment and observation with supplemental oxygen, nebulizer, and regular medications for chf due to the unit not providing sufficient oxygen. There were no ongoing complications managing this event. She did receive a replacement unit in 2 days.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.